Manufacturer narrative:
(B)(4). Initial reporter phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade unknown.

Event description:
Physician reported "capsular contracture - baker grade unknown". MRI and ultrasound performed. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Date of birth (B)(6) 1969.

Event description:
Health professional reported right side "capsular contracture baker grade unknown." MRI and ultrasound performed. Device has been explanted and replaced with a non-allergan device. Additionally, patient's representative reported anxiety. The report of sleep disorder and depression have been deemed not device related.